Event description:
It was reported that a tecnis synergy toric ii simplicity intraocular lens (iol) was implanted in the patient's left eye and the patient has been reporting distortion in vision and unable to see clearly. The doctor had referred patient to a retinal specialist in (B)(6) 2023 and was cleared. After consulting with patient and with no improvement in vision, doctor decided to explant the synergy lens and replaced the iol with an optiblue dxw225 24.5 diopter. There was no incision enlargement, no vitrectomy and no sutures performed. The patient reports feeling "much better since the exchange". Her vision is "greatly improved" 4 days post op. No other information was provided.

Manufacturer narrative:
Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: may 16, 2024. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection of the complaint lens reveal that it was received cut. The lens was cleaned, presenting with no issue that would have caused or contributed to the complaint event. The complaint issue "blurry vision", "explant", and "visual disturbance- dysphotopsia" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.